Manufacturer narrative:
The lead will continue to be monitored via routine follow-up appointments and remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited increased pacing impedance measurements, including high out of range pacing impedance measurements. There was no evidence of noise on the lead and sensing measurements were acceptable. Threshold measurements were noted to be high. No adverse patient effects were reported.